Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced no flow issues with an unspecified quantity of clearlink system secondary medication sets. The no flow issues through the secondary medication sets were identified with acetaminophen bottles and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.